Event description:
It was reported that in 2006 the patient underwent treatment with the polarcath device one lesion. During the polarcath cryoplasty procedure the patient experienced pain during the cryoplasty inflation. The physician noted that there was a dissection post cryoplasty. There was 20% residual stenosis (not flow inhibiting). The immediate technical results were satisfactory. The post dilatation of the lesion was not provided.the pre procedure target lesion was in the superficial femoral (de novo) reference vessel with a 5 mm diameter, pre-lysis 70mm lesion length and pre-cryoplasty 20mm in length. The quantitative data measurement method was visual. The target lesion pre-procedure was 100% concentric stenosis, one patent run-off vessel, no vessel tortuosity and no calcification at target lesion. The polarcath balloon used during the procedure was a 5mm diameter, 4cm balloon length, 80cm shaft length and 1inflation. A new intervention angioplasty was performed 2 months later in a non-target vessel (contralateral side). The 61 day follow up reported the patient alive at the clinic visit. No other follow up information was provided.

Manufacturer narrative:
Date of event - 2006.the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).